Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, the device was found in backup vvi mode. The issue was resolved after a device download was successfully performed.